Event description:
Reporter alleged customer obtained a blood glucose of 142 mg/dl at 8:30 am on the advantage system and customer took normal oral glucose medications. Reporter stated finding customer unconscious 3 hours later and when testing glucose on the same system obtained a result of 130 mg/dl. Reporter indicated attempting to treat customer with juice and sugar; however, was unable to do so and emergency medical technicians (emts) were called. It was stated the emts measured 70 mg/dl on their system; however, customer was conscious at the time, so no further actions were reported or treatment received. A request was made for the return of the suspect device and replacement product was sent.